Event description:
On (B)(6) 2013 was received a report related to one unit of the product code: 2c7558, lot: r12h28117 that presented a leak in the connection lower filter during patient infusion, forcing a cytotoxic emergency. Sample not available due to the complaint type.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device will not be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.